Manufacturer narrative:
(B)(4). The pump was returned for analysis. Interrogation upon receipt indicated the pump was delivering baclofen. Analysis of the pump revealed battery high resistance.

Event description:
The pump was returned after explanted prophylactically to avoid in-vivo battery depletion. The return paper work did not suggest or question a malfunction. No patient symptoms and no patient injury was reported. The pump underwent routine analysis.